Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9, e4, h6 (annex a & e) h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 26mar2024. The wire was not altered from its original condition prior to use. The tip of the wire "got caught" during insertion and stuck to the endocardium during the ablation. The procedure was completed with another guide. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device on 01apr2024, the wire was unraveled.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address =(B)(6) valery radot phone: (B)(6) g4: PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an ablation procedure to treat paroxysmal atrial fibrillation, the tip of a safe-t-j rosen catheter exchange wire guide became attached to the wall of the endocardium during use within another manufacturer's ablation device. The wire and other manufacturer's ablation device were then removed with difficulty. After removal, the doctors noticed that a piece of the endocardium remained attached to the wire. A transthoracic echocardiogram was performed, and no pericardial effusion was noted. The procedure was completed with a different type of probe. Additional information has been requested.

Manufacturer narrative:
Summary of event: as reported, during an ablation procedure to treat paroxysmal atrial fibrillation, the tip of a safe-t-j rosen catheter exchange wire guide became attached to the wall of the endocardium during use within another manufacturer's ablation device. The wire and other manufacturer's ablation device were then removed with difficulty. After removal, the doctors noticed that a piece of the endocardium remained attached to the wire. A transthoracic echocardiogram was performed, and no pericardial effusion was noted. The procedure was completed with a different type of probe. Additional information was received 26mar2024. The wire was not altered from its original condition prior to use. The tip of the wire "got caught" during insertion and stuck to the endocardium during the ablation. The procedure was completed with another guide. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device on 01apr2024, the wire was unraveled. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The wire was unraveled as it extended from the proximal and distal ends of another manufacturer¿s device. The wire was unable to be removed from the other manufacturer¿s device. The solder balls were intact on both ends of the wire. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on ten devices; however, all affected product was scrapped prior to release. A review of complaint history found one additional relevant complaint for this lot number. The product IFU states ¿use medical imaging when you manipulate the wire guide. Do not advance or manipulate the wire guide without visual evidence of the corresponding movement of the distal tip.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on the lot, all non-conforming product was scrapped prior to release, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that procedural issues contributed to this event, as the tip of the wire reportedly became caught on the wall of the endocardium and was subsequently difficult to remove. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.